Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, during valve deployment of a 26mm sapien 3 valve in the aortic position via transfemoral approach, the 26mm commander delivery system ruptured at max inflation. A 26mm non-edwards balloon was used for post dilation and procedure was completed with a 3mmhg direct gradient and no pvl. Patient was transported in stable condition.

Manufacturer narrative:
The device was not returned therefore a device evaluation could not be performed. A device history review (DHR) was performed and did not reveal any manufacturing non conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instruction for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage: IFU for commander delivery system c.e., device preparation manual, and device training manual. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Balloon burst step by step if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angiography through the pigtail or catheter delivery system. When removing, ensure the catheter delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath and delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU or training deficiencies were identified. As the reported event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non conformances or IFU or training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. The reported event was unable to be confirmed, as no returned device nor applicable imagery were provided for the valuation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non conformance was unable to be determined during the evaluation. A review of the lot history, DHR and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported 'patient was noted to have moderate annular calcification and balloon ruptured at max inflation.' Patient anatomy not provided however it is likely that the presence of calcification can created a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that likely patient factors (calcification) may have contributed to the reported event.